Event description:
It was reported that the patient fell, and experienced trauma to the left side. Since the fall, the patient has noticed an intermittent pain sensation to his left side when ventricular pacing. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.